Manufacturer narrative:
Further visual inspection was performed on the sample and brittle silicone tubing was observed. Further leak testing was unable to be performed due to the fractured tubing. The reported condition was verified. The cause of the condition could not be determined. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was in their 70's. The lot number is unknown, but the actual device was received for evaluation. A visual inspection was done along with functional testing. The transfer set passed the leak test. The reported issue could not be reproduced and the device was determined to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from the twist clamp of the transfer set during pd therapy while visiting the hospital. The patient was sent home and later experienced unspecified symptoms of peritonitis. The following day, the patient went back to the hospital and was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was reported as unknown, however, the transfer set leak which occurred one day prior to event onset was most likely the cause of the event. Treatment details were unknown. On an unreported day, a catheter removal was performed while the patient was hospitalized (this was originally scheduled to be approximately three weeks after the onset of peritonitis). Pd therapy was discontinued. The patient was discharged from the hospital approximately three weeks after being hospitalized and was recovered from the peritonitis. No additional information is available.